Manufacturer narrative:
Event date: exact date unknown, event occurred in the beginning of (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5019930.

Event description:
It was reported that the patient was experiencing pain and irritation at the lead site due to lead migration. The patient underwent a revision procedure wherein one lead was replaced. The patient was doing well postoperatively. The explanted device will not be returned.